Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the extracorporeal membrane oxygenation (ECMO) coordinator, the blood parameter monitor (bpm) was recalibrated but the issue remained. The patients svo2 was 73% but still displaying as 100% on the bpm while on v-v ECMO.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) was reading 100% all the time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the arterial blood parameter module (bpm) and hematocrit saturation (hsat) probe to function as intended throughout the evaluation. Oxygen saturation (s02) parameters were able to be changed in-vivo.

Event description:
Per clinical review: during an extracorporeal membrane oxygenation (ECMO) procedure on (B)(6) 2018, following an ECMO circuit change (immediately after, therefore within six hours), which included a new disposable with a new cuvette and a new blood parameter monitor (bpm) on a ECMO patient the venous saturation reading was 100 percent (%). The team did an in vivo calibration with the unit and the venous saturation by blood gas was 73%, while the bpm was still reading 100%. They cleaned both the face of the cuvette and the venous probe and that maneuver did not mitigate the problem. They changed to a new bpm with the same circuit and the monitor was reading correctly. The manufacturer's clinical specialist confirmed with the ECMO coordinator that the patient was not having a venous blood mixing situation in the right atria, for prior to exchanging the circuit on a different bpm, the venous saturation was reading appropriately.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was also unable to verify the reported issue. The monitor passed power on self-test with no errors. Arterial blood parameter monitor (bpm) passed intensity test. Hematocrit saturation module (h/sat) successfully passed service mode color chip and cuvette testing were within specifications. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.